Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician placed a capio suture through the sacrospinous on the patient's right side. When he attempted to do the same on the left he was unable to get the suture to penetrate the sacrospinous ligament. He said there was calcification that made it very hard. He tried two more capios from the same lot and was still not able to get the dart to pass through and catch in the capio. He ended up leaving a dart in the sacrospinous and ran a piece of coloplast mesh up over the suture. The patient's condition was reported as fine.